Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving lost sensor alarm during initiation period. Customer's blood glucose was 48 mg/dl, which was treated with food. Customer reported of having issues with sensor losing communication with transmitter and was having other issues with sensor. Test plug was sent to customer for troubleshooting. Customer declined troubleshooting for low blood glucose.